Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including functional testing, bench handling and power cycling without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs showed not evidence of the reported problem. No trend is associated with reports of this type.